Manufacturer narrative:
Approximate age of device - 3 years, 6 months. Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A direct relationship between the device and the reported gastrointestinal bleeding and subsequent patient outcome could not be conclusively determined through this investigation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2018. The cause of death was reported as acute blood loss due to chronic gastrointestinal bleeding that could not be intervened upon endoscopy in the lab and lymphangiectasia. Discontinuing anticoagulation did not resolve the bleeding. The vad coordinator stated that it could not be determined if lack of pulsatility was a contributing factor or if related to the patient's age. The pump was not explanted. No additional information as provided.

Manufacturer narrative:
Patient's weight added.